Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced heat when recharging and they had pain at the implant site. It was also noted that they had recharging issues. Troubleshooting of the recharger location was performed by the hcp in the clinic. The cause was unknown, and the recharger was replaced. It was unknown if the issue was resolved. Additional information was received. It was reported that the issue with the recharger. The patient is now able to recharge the implant. The approximate location of implant depth is 1.3cm. They further noted that the device that was heating during the recharge was the ins. It was unknown what the cause was but that it was likely recharger fault.